Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred